Event description:
It was reported that during procedure the new device was connected after which the old pacemaker was disconnected. The patient flat lined and the pacemaker was reconnected. The new device was interrogated and showed high impedance on the left ventricular (lv) lead and right ventricular (rv) lead channel with no pacing. The device was retested and same results were obtained. The device was replaced with a new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.the returned device was unable to confirm an issue.the tempe campus product analysis laboratory (pal) was unable to confirm the observed high lead impedances and the no-output condition. The device pacing at nominal parameters was monitored with an oscilloscope; no anomalies were observed. The failure mode was not confirmed in the pal; the analysis was terminated with no anomalies observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.